Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice had experienced a system error 2240 (air in line/set). This alarm occurred during dwell three of four. The patient was connected. There was nothing found during troubleshooting that would cause or contribute to the alarm. The alarm was cleared by cycling power. The technical service representative reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.